Manufacturer narrative:
Device eval: one was smiths medical cadd-solis vip ambulatory infusion pump returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing, the lens was damaged and the air in line sensor was loose. Review of the event history log showed the pump displayed the three (3) occurrences of the reported issue of upstream occlusion alarm. Functional testing involved running the pump and the reported issue could not be duplicated. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump, exhibited "upstream occlusion alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.